Event description:
It was reported that a home patient observed a crack on the tubing of a transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was cut approximately 1.5 inches from the sleeve of the twist clamp. Underwater leak testing, clear passage testing, and clamp function testing were performed. The leak testing identified that the set leaked through the cut tubing. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.